Manufacturer narrative:
FDA codes for this 3500a form are listed below; system updates pending. Result code: known inherent risk of procedure. (B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The (B)(4) 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the annular rupture with the sub-sequential aortic dissection post valve deployment cannot be confirmed. However, procedural factors (possible oversizing of the valve, manipulation of the device) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a tavr procedure, an annular rupture and a dissection of the aorta occurred post implant of a 29mm (B)(4) 3 valve. During the procedure, access was obtained and a 16fr esheath was successfully inserted without complications. Following the successful balloon aortic valvuloplasty (bav), a (B)(4) 3 valve was positioned and deployed in a final 80:20 aortic/ventricular (a/v) position. The patient's blood pressure did not recover post valve implant. A pericardial effusion was noted. Pericardiocentesis was performed; however, it was not sufficient. A pericardial window was then performed. The patient's chest was opened and the patient was placed on bypass. An annular rupture, an aortic dissection and a dissection/rupture of the inferior vena cava from the venous bypass cannula were found. The annular rupture was repaired. The aortic root and ascending aorta were replaced. The patient was taken off of the pump and closing was in process; however, issues with the vena cava dissection/rupture were still being encountered. The edwards lifesciences field clinical specialist (fcs) left the operating room while the closure was in process and was later informed that the patient expired while still in the operating room. The native annular diameter measured 25mm x 26mm by non-contrast tte. Mild annular calcification, mild native leaflet calcification and mild aortic root calcification was reported.